Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an extension tubing cracked during an infusion of 0.9% normal saline and leaked fluid onto the floor. Blood was noted to be backing up into the line; there was no patient harm.